Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump was inaccurately delivering insulin and indicated having a hospitalization with a diagnosis of diabetic ketoacidosis. Troubleshooting of the event was not completed at the time of contact because the pump was unavailable for review.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/22/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/29/2015 with the following findings: there was no data from the time of the event in the pump history due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.